Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During crt implant, dislodgment of the left ventricular lead was noted. After several unsuccessful attempts to reposition the lead, the physician decided to explant and replace the lead to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A guidewire was able to be inserted through the entire lead body and removed with no restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification. Visual and x-ray inspection of the lead did not find any anomalies. The reported event of a dislodgement was not confirmed.